Manufacturer narrative:
Evaluation was done with photo from customer.

Event description:
A patient in sweden was undergoing crrt; the patient's vascular access was a gamcath ms-gdhk-1325 dolphin catheter. Following difficulty with blood draws and switching sides, a crack was observed in the catheter. The catheter was removed and replaced with a new vascular access catheter. . The customer cannot tell if the crack was there before, or if it arose in connection with switching. There is a clear crack in the connector of the catheter visible.